Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a syringe module was found to have release latch that was difficult to use. When the syringe module attached to another module, the customer found it very difficult to depress the latch and remove the device. The device sent to facility's biomed and then cleaned. The device was then able to remove easily. This was reported to bd representatives during their clinical visit. There was no information on patient involvement. Although requested, no further information was provided.